Event description:
The customer contact reported that the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. After an unspecified length of time, the pt reported an unspecified alarm occurred and the device continued to deliver. It was reported the pt returned to the clinic. At that time, the nurse noted that there was 55ml remaining in the container instead of the expected empty container. The nurse reported at the time the programming was verified to be correct. The device was removed from clinical service. It was unspecified if the delivery was completed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no other info was provided.

Manufacturer narrative:
The device has been received. The investigation is not complete. A device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2013 at 1349, the device was powered on and was programmed to deliver in the continuous only delivery in ml, with a rate of 5.2ml/hr, a vtbi (volume to be infused) of 240ml, no kvo rate was selected and a container size of 240ml. At 1350, a priming volume of 2.4ml is indicated and the device was powered off. Between 1434 and 1437, the device was powered on using batteries, the keypad was locked and the delivery started. The device was powered on using batteries at 1434. Between 2024 and 2055, 21 proximal occlusion alarms occurred. On (B)(6) 2013, a new date is indicated. Between 0153 and 2356, 22 proximal occlusion alarms occurred. On (B)(6) 2013, a new date is indicated. Between 0007 and 1125, 13 proximal occlusion alarms occurred. At 1256, the delivery was stopped and the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.